Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system issue due to an infection and associated pocket erosion. A revision was planned but not scheduled at this time. There were no additional adverse effects reported and the attending physician has elected to treat the patient with antibiotics ahead of any surgical intervention. To date, this product remains implanted and in service.